Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign material taken out from the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the instrument channel; however, the type of the material cannot be identified. Based on the information obtained, the cause of the foreign material remaining was unable to be specified. It is unknown whether the reprocessing method for the foreign material residue point deviated from the instruction manual. The foreign material residue point was free from physical damage. We could not specify the root cause of the material remaining in the device, but the foreign material may be a cleaning brush head. Olympus will continue to monitor the field performance for this device.